Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -7.5/+1.0/92 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to glare/haloes, blurred vision, and foreign body sensation. There is no plans to exchange for a new lens. On (B)(6) 2017, patient's bcva was 20/20.